Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. Onsite, the fse confirmed blood had reached pim and patient side of safety disk. Blood did not go any further into unit. The fse replaced pim, verified unit calibrated and passes all functional and safety tests per factory specifications. The unit was then returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has blood inside disc. There was a patient involved but no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) has blood inside disc. There was a patient involved but no patient harm.